Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Two days after the event onset, the patient was admitted to the hospital for peritonitis. Treatment details were not reported. Seven days after admission, the patient was discharged from the hospital. The patient had not recovered from the event. Therapy remained ongoing. Forty two days after the event onset, the patient again experienced peritonitis coincident with peritoneal dialysis therapy and was hospitalized for the event. Treatment details were not reported. At the time of this report, the patient was still hospitalized and had not recovered from peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.